Event description:
It was reported that inappropriate therapy was delivered by the device resulting in arrhythmia. Emergency personnel disabled the therapy using a magnet and an external defibrillator was used, however, the patient was unable to be resuscitated. Following the patient's death, dislodgement of the right ventricular (rv) lead was observed. The physician suspected oversensing in the rv lead occurred due to the dislodgement of the rv lead resulting in the inappropriate therapy. The physician suspected the dislodgement was not due to a malfunction of the lead.

Manufacturer narrative:
The reported event was lead dislodgment resulting in sensing anomaly and inappropriate therapy. As received, a complete lead was returned in one piece with the helix found partially extended, clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of sensing anomaly and inappropriate therapy were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating undersensing was noted on the right ventricular lead.